Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. Suture used in pavilion presents alcohol filtration. Envelopes almost contain no liquid; sutures are rejected. When opening the envelopes, stiff sutures are presented.

Manufacturer narrative:
Samples received: samples were not received for the investigation. Preliminary analysis: stock review: it was verified that to the date we do not have available units of this product code and batch number. Quantity produced / imported: of this product code and batch number were produced (B)(4) units in total. Background: the database of complaint it was checked and it was confirmed that there are no additional reports of incidents, related to this product code, batch number and cause. Batch record: a review of the documentation corresponding to the manufacturing of the batch was made, the control in process and control of the finished product were verified. No deviations or alterations were identified. Analysis of the sample (s): samples were not received nor the images requested from the client; it may be that the defect reported has been caused by a fault during the manufacturing process, and without available samples it is not possible to identify where located the leakage. This defect have already been identified and corrective actions have been taken and to date no more reports have been submitted for this reason, which shows that the actions are effectives. Recommendation: for future complaints please send the samples, or in the absence, please provide pictures of the affected units. Conclusions: the complaint is classified as "confirmed", since the batch was manufactured before of the implementation of the CAPA for this defect. We appreciate your initiative to report this type of incident, it allows us to be on alert with our products. We regret the inconveniences generated and we hope that this type of situation does not happen again.